Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12476. It was reported the patient's scs stimulation is auto-reducing. Diagnostic testing revealed many of the contacts had invalid impedances. The patient's leads were explanted and replaced. The patient was reprogrammed and reportedly receives effective stimulation therapy.